Event description:
A report was received that the patient had skin infection at midline incision. The physician did an incision and drainage operation on the patient. The physician later examined the incision site and confirmed everything was okay.

Event description:
A report was received that the patient had skin infection at midline incision. The physician did an incision and drainage operation on the patient.

Manufacturer narrative:
Additional information was received that the patient was experiencing lead site pain. The patient was prescribed antibiotics however the physician did not believe that there was an infection.

Event description:
A report was received that the patient had skin infection at midline incision. The physician did an incision and drainage operation on the patient.